Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. The previous report of high impedance and revision was reported in regulatory rep #: 30 04209178-2017-05671. No additional supplementals required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that following revision, therapy was not helping that much, it was in the right spot, just going down legs. Patient stated that they had pelvic crps which meant that stim could shoot down legs easily. Patient inquired if more in depth programming could be done. On feb. 16th additional information was received from the health care provider who reported that the cause of the therapy initially not helping and stim just going down legs is still unclear. The electrodes were revised as there were high impedance values. The patient came in for followup on (B)(6) and was receiving good pain control with excellent coverage. The issue was deemed to be resolved at this time. No further patient complications have been reported as a result of this event.